Manufacturer narrative:
An event regarding dislocation involving an exeter stem, uhr and metal heads was reported. The event was confirmed. Method & results: device evaluation and results: the exeter stem was not returned for evaluation. Medical review by a consulting clinician confirmed the exeter stem to be dislocated from the head based on the provided x-rays images. The fact that dislocation was noted within twenty-four hours of surgery suggests either the 28mm head was never locked in place at surgery or the 28/0 head resulted in impingement on the bipolar head resulting in levering out of the inner bearing. Device history review: a device history review confirmed all devices were manufactured and accepted into finished goods with no reported discrepancies. Complaint history review: there has been no other complaints for the reported lot conclusions: although a review of the provided medical records by a clinical consultant confirmed the dislocation the exact cause of this event could not be determined based on the information available. Further information such as clinical or past medical history, revision operative report , and complete examination of all the explanted components including the exeter stem are needed to complete the investigation for determining root cause. No further investigation for this event is possible at the time. If additional information becomes available to indicate further evaluation is warranted this investigation will be reopened. Remains implanted.

Event description:
Uhr head has dislocated from the exeter stem head. The rep has confirmed that the primary surgery was on (B)(6) 2015. Dislocation seen on xray (B)(6) 2015. Closed reposition done on (B)(6) 2015 was unsuccessful. Revision was on the (B)(6) 2016. Left hip, during the revision the uhr bipolar was explanted. The other 2 devices remain in situ.